Manufacturer narrative:
The autopulse platform (sn (B)(4)) was returned to zoll for investigation. Upon investigation on (B)(6) 2019, the autopulse platform displayed "system error, out of service, revert to manual CPR" error message upon powering on. The root cause for the system error was due to the damaged processor board and load cell amp cable. The processor board and load cell amp cable were replaced to remedy the system error. Upon visual inspection, observed damaged head restraint and cracked top cover, thus confirming initial customer reported complaint. Unrelated to the reported complaint, noticed damage on the battery lock, front enclosure and bottom enclosure. The top cover, front enclosure, bottom enclosure and battery lock were replaced to remedy the damage. The cause for the physical damage was due to the wear and tear of the device. The autopulse platform is a reusable device and was manufactured in 2010 and is 9 years old, passed the expected service life of five years. Therefore, this type of damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Upon replacing the damaged parts, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Following service, the autopulse platform passed the final testing without any error or fault. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the user observed damaged head restraint and cracked top cover on the autopulse platform (sn (B)(4)). No patient involvement. The autopulse platform (sn (B)(4)) was returned to zoll for investigation. Upon investigation on (B)(6) 2019, the autopulse platform displayed "system error, out of service, revert to manual CPR" error message upon powering on.